Event description:
Boston scientific received information that a red alert was triggered as the therapy of the implantable cardioverter defibrillator (ICD) was reprogrammed to other than monitor plus therapy mode. Attempts to obtain additional information regarding the event were unsuccessful. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.